Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The caller received guidance on pump reset from technical support, successfully performed the reset, and restarted their sensor session without further error.